Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 19 occurred during the load process with multiple cartridges. Customer's blood glucose level was 70 mg/dl. Reportedly, the customer had back up insulin pens for continued insulin therapy.